Event description:
Customer reports that during an unknown procedure the system fluoro was not diagnostic. The patient was moved to another room where the procedure was completed without incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site and determined that the camera needed to be replaced. Fse ordered and replaced the units camera and tested for proper function. Fse checked system per service checklist qssrwi4.1 and returned the unit to the customer for service.